Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : h6 ( medical device ¿ problem code). The fse determined that the device was not properly supplying helium to the internal helium reservoir, resulting in an incorrect low helium indication. A component connecting the main unit and cart assembly was adjusted. The issue was resolved. Following repair, the unit underwent functional and safety testing, all of which passed per manufacturer specifications.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) a red low-level alarm was sounding even though the helium level indicator was full and discrepancy was found in the pressure regulator value before delivery to a customer. There was no patient involved.